Manufacturer narrative:
UDI (B)(4). Please reference related manufacturer report no: 2015691-2018-01830. As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigation, root cause, and fmea assessment. Two figures were included in the slides presented at tct. They show the balloon at the beginning of inflation and the valve fully expanded. The burst balloon is not visible in the second figure, and no images showing the burst were provided. The complaint is not able to be confirmed based on imagery review. The related work orders did not reveal any issues which may have contributed to the complaint event. Lot history review for the related lot revealed no additional complaints for ¿balloon¿ burst¿. A review of the complaint history from november 2017 to october 2018 revealed other returned complaints for ¿balloon ¿ burst¿ for the novaflex+ delivery system (all sizes and models). The complaints were confirmed for balloon burst, but no manufacturing non-conformities were found in the returned samples. Available information suggested procedural (interference with other/existing devices) and/or patient factors (calcification in annulus, cusps, stj, or surgical valve) may have contributed to the complaint events. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rates did not exceed monthly control limits. No corrective/preventative actions were required. A review of the complaint history revealed that the occurrence rate did not exceed the october 2018 control limit for the trend category of ¿balloon burst¿. Novaflex+ pulmonic IFU, USA and training manual pulmonic xt were reviewed for instruction and guidance. No IFU/training manual deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. During the balloon molding process, thv, 100% balloon visual defects inspection is performed for foreign matter, contamination, deformation on cone, fish eyes, gel spots, and scratches. 100% dimensional inspection is performed for working length, balloon diameter, and double wall thickness. During inflation balloon preparation, the device is visually inspect for mechanical damage, kinks, and bends. During balloon pleat, fold, and form, prior to pleat/fold/form, the balloon inflation size is verified, as well as inspected for kinks, bends, contamination, and scratches. After pleat/fold/form, the distal balloon cover is put onto the balloon catheter assembly and checked for splits. The system is also  100% leak tested. During final inspection, 100% inspection of devices for mechanical damage and missing/misplaced parts. During product verification procedure, balloon burst pressure is tested. The complaint for ¿balloon ¿ burst¿ was unable to be confirmed. Because the device was not returned for evaluation, no manufacturing nonconformance were able to be identified; however, a review of the DHR, lot history, complaint history, and manufacturing mitigation revealed no indication that a manufacturing nonconformance was a contributing factor. No IFU/training deficiencies were identified. Review of complaint history revealed that certain patient/procedural factors can contribute to a balloon burst. Past complaints have shown that interaction with previously implanted devices or patient calcification may cause the balloon to burst. As noted in the presentation slides, the patient had a calcified conduit. Deposits of calcification can puncture or weaken the balloon as it is inflated, causing it to burst. Available information therefore suggests that patient factors (calcification) contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformance were identified and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformances were identified and the failure mode do not exceed the complaint trending control limits, a pra escalation is not required. The complaint for ¿balloon ¿ burst¿ was unable to be confirmed based on the imagery provided by the site. No manufacturing nonconformance or training/IFU deficiencies were identified. The complaint was attributed to patient factors (balloon interaction with calcification). No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-01830. UDI (B)(4). Investigation is ongoing.

Event description:
During implant of a 23mm sapien xt valve in the pulmonic position, wire position was lost and the valve was deploy in the vena cava and stented. A second 23mm sapien xt valve was successfully implanted in the pulmonic position. At last report the patient was stable. While advancing the 23mm sapien xt valve across the rvot, the guidewire got pulled into the rv with the valve in the rv as well. The team pulled the delivery system (ds) and valve to the ivc from the rv & tried to pull the valve inside the sheath but the valve slipped distally off the ds (per md ¿as expected¿). A snare was advanced from the left femoral vein and the guidewire was snared; the guidewire & ds balloon were able to be re-advanced through the valve. The valve was successfully deployed in the ivc. Additionally the second delivery system balloon ruptured.